Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high capture thresholds. It was noted that the patient had a much lower capture threshold at implant. The cardiac resynchronization therapy defibrillator (crt-d) recommended lv pacing only. It was noted that the thresholds increased. Thus, the output was increased. Additionally, the patient developed a complete heart block. The patient experienced a syncopal episode, which indicates that there was loc. A thresholds test was performed and revealed that the thresholds increased further. Technical services (ts) provided potential programming options. The device was reprogrammed. The lead remains in use. No additional adverse patient effects were reported.